Event description:
It was reported that the device was used during a rectal carcinoma and resection procedure on (B)(6) 2010. During the procedure, the surgeon used the device to anastomose the tissue. At night after the procedure, the surgeon found that the anastomosis had oozed blood. So on (B)(6) 2010, the patient had a second procedure and the surgeon used hand sewing to reinforce the anastomosis. No blood transfusion. Now the patient is fine. Because the patient had the second liver, the sample was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.